Manufacturer narrative:
(B)(4). Correction: sex. Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. The reported stent elongation was unable to be confirmed as only the tip was returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the supera instruction for use (IFU) instructs: while maintaining increased magnification, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. Confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released. It could not be determined if failing to remove the device under fluoroscopy caused or contributed to the difficulties. The investigation determined the reported difficulties were due to case circumstances. It is likely that the stent never fully released from the delivery system and during removal, the elongation occurred due to retracting the delivery system with the partially deployed stent into the introducer sheath which resulted in the tip detachment as the tip was being pulled into the reduced clearance of the introducer sheath with the partially deployed stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a tortuous lesion in the mid superficial femoral artery. The vessel diameter was 6.3 mm. A 6.5 x 80 mm supera self expanding stent was deployed at the lesion. Post deployment, stent elongation was noted. The delivery system was removed from the anatomy without fluoroscopy. Post removal of the delivery system, fluoroscopy identified the nose cone had separated and migrated to the distal popliteal artery. The nose cone was successfully retrieved with a snare device. While a delay in the procedure was reported, there was no adverse patient sequela. No additional information was provided.